Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during vitrectomy procedure error air41 occurred, stating that the back-up air is not working. The surgeon switched to a different machine to complete procedure. No report that actual patient/ user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.

Event description:
We have been informed that during vitrectomy procedure error air41 occurred, stating that the back-up air is not working. The surgeon switched to a different machine to complete procedure. No report that actual patient/user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a vfie module was provided for investigation. Review of the logfiles and investigation of the returned module confirmed the occurrence of the reported air41 error message. It means that the safety pressure was too high. Based on investigation results, it was determined that the reported complaint is attributable to a defective pcb sensor of the vfie module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (vf-sensor). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.